Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item numbers are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that patient underwent right total hip arthroplasty on (B)(6) 2016 and subsequently developed infection immediately post op. Patient was taken to the or and underwent procedure to drain the infection under anesthesia. This first infection event is covered under (B)(4). Subsequently, patient experienced second infection on an unknown date in (B)(6) 2016, 3 months post-op. Medical intervention for cellulitis. Antibiotics was prescribed. This second infection event is covered under (B)(4). Later on, patient indicated he might have a possible allergic reaction to nickel. This reported event is covered in this complaint herein. Review of received data patient letter dated aug 18, 2017: patient states that the surgeon used a zimmer fitmore hip stem size b5. He had lots of problems after surgery and doctors could not figure it out. He found out from his eye doctor that he is reacting to nickel in his glasses. He suspects whether his implants include nickel so that he can get tested for it. Patient call form dated aug 24, 2017: patient believes he may be having allergic reaction to cup. He spoke with (B)(6) and they confirmed that the cup from the fitmore system has nickel in it. Infections, cellulitis, pain, walk funny due to pain which is causing pain in knees and other hip. First infection immediate post op procedure to drain infection under anesthesia, pump was placed after surgery. Second infection in (B)(6) 2016 cellulitis, oral antibiotics. Devices analysis no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation compatibility check could not be done since the product identification is not possible. "Instruction leaflet for endoprostheses" was reviewed. This leaflet ,which is available in the product packages, provides information about relevant contraindications, hazards, adverse effects, warnings, precautions, sterilization conditions as well as storage and handling of the device. ¿allergy to the implanted material, above all to metal (e.g., cobalt, chromium, nickel, etc.)¿ is indicated as one of the contraindications in the leaflet. Moreover, it is stated under the warnings>preoperative section that ¿although allergies and other reactions to implant materials are unusual, they should be taken into consideration and excluded before surgery.¿ general product labels of fitmore shells and fitmore stems were reviewed. Material compositions of the devices are indicated below the item names in each implant sticker, which is available on the product packaging. According to those displayed labels, fitmore shells include protasul-10 which consists of the following elements: co, ni, cr, and mo, along with other material types which do not contain ni. Whereas fitmore stems consist of protasul-64wf which includes ti, al, and v as elements. (The elements are stated according to the decreasing amount from left to right. I.e. Fe has the highest amount in metabloc stem). Root cause analysis root cause determination using dfmea: adverse body reaction (eg. Cancer, allergies etc.) Due to material not biocompatible => not possible: biocompatibility specification 94627 certifies the biocompatibility. Increased metal ion release fracture of cup due to excessive corrosion due to different materials in system => possible: other components of the system, except the fitmore stem, are unk own. This risk therefore cannot be excluded. Material compatibility specification sap (B)(4)specifies the suitable material combinations. Adverse body reaction due to bioincompatible / harmful leachables from implant material => not possible: biocompatibility specification certifies the biocompatibility. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary according to the event the patient received fitmore hip implants on right hip on (B)(6) 2016 and he experienced two infection events within 1 year post-op and was treated without a revisionsurgery. According to the patient's eye doctor the patient reacts to nickel in his glasses and therefore patient suspects whether his implants include nickel so that he can get tested for it. No medical document was received to confirm the reported event. No ref or lot numbers of the implants were available for the investigation. Only specific data regarding the products is that the stem is fitmore b5 size stem as found out in the patient letter dated aug 18, 2017. Despite this information, since there are two different size 5 stems in product portfolio (fitmore hip stem b ext. Offs., size 5 and fitmore hip stem b, size 5) no certain ref number is considered for the investigation. Furthermore, there is no information regarding the other components of the tha. However, the root cause analysis was carried out as if the cup was also fitmore as the stem, even though the fact that fitmore stems can be combined with different cups. Among the two fitmore and stem and fitmore shell, only fitmore shell has nickel in its material composition. It is possible that the patient has allergy to nickel element involved in the product. As it is indicated in the package insert ¿instruction leaflet for endoprostheses¿, allergies should be taken into consideration and excluded before surgery by the surgeon. Correct handling of the device is not under control of zimmer biomet. Nevertheless, no exact product identification is possible. Therefore, the hypothesis outlined above is only realistic if the implanted shell is fitmore shell. Fitmore stems do not involve nickel element. Furthermore, since the other components of the system are unknown, nickel existence in those cannot be verified. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference numner of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown head on the right side on (B)(6) 2016 and the patient subsequently developed infection immediately post op. The patient is being considered for a revision procedure due to a possible allergic reaction to nickel.